Manufacturer narrative:
D4: full UDI will be filed once the product history review is provided.

Event description:
It was reported that during a procedure the coag function on the e-sep safeair pencil did not work but the cut function did. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.